Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 06aug2020: the procedure being completed was an aortagram.

Manufacturer narrative:
Description of event: as reported, during an aortagram procedure a high pressure braided connecting tube was in use when they discovered that when multiple tubes were connected the device leaked at the connection points. Investigation ¿ evaluation. A document based investigation was also performed including a review of documentation, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. This device is not supplied with an IFU. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a definitive conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Product code: dtl. Initial reporter occupation: area representative. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure a high pressure braided connecting tube was in use when they discovered that when multiple tubes were connected the device leaked at the connection points. No portion of the device remained inside the patient. This did not require additional procedures or prolonged hospitalization. No adverse effects to the patient occurred.